Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received that the patient underwent surgical intervention to have their ipg explanted and replaced, resolving the issue.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced pain, as the ipg had flipped in the pocket. Patient had lost lot of weight which had caused the flipping of ipg. Surgical intervention is expected to address the issue.